Event description:
Customer reported a button error alarm on the insulin pump. He also reported that the insulin pump was unresponsive. The blood glucose reading was 150 mg/dl. He stated that the insulin pump may have been exposed to sweat. Customer reverted to treating with an insulin pen. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.